Event description:
The device was reported to have stopped oxygenating at the start of bypass. The oxygenator was changed out with another cobe optima. The procedure continued without further incident. The pt later expired post bypass in the intensive care unit.